Event description:
During a rotator cuff repair procedure using a footprint ultra pk suture anchor it was reported that the anchor was not secured into the bone. The anchor broke inside the patient and was removed. A backup device was available to complete the procedure. It is unknown if the second device was placed into the same site or if a new site was prepped; leaving the initial site empty. The patient¿s post-procedure condition was okay. There were no reports of patient injuries or complications.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. One of the anchors fins has broken off. The anchor is also bent at this location. Dimensional assessment of the anchor found it to meet print specifications. The condition of the anchor is consistent with off axis insertion. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).